Event description:
It was reported to philips that the system starts up very slowly. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed the system starts up very slowly. Review of system log identifies ippc related issue. The philips engineer suggested service, but the service quote was not accepted by the customer. Till date, there was no reoccurrence, and no service was provided from the philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.